Manufacturer narrative:
Received via medwatch report number mw5093623. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via medwatch that a spectrum iq infusion pump over infused during patient therapy. The pump was programmed to infuse tranexamic acid (txa) over 8 hours. The bag was started at 0036. When the patient arrived to room 4222, the bag was empty and the pump showed programmed to run at 16ml/hr but the total volume infused was 125ml and therefore infused faster than it should have. There was no known patient injury or medical intervention associated with this event. No additional information is available.